Event description:
Patient admitted from the emergency department to pcu on 6l nasal cannula. When transferring the patient from the stretcher to the bed it was noted that the o2 tank was not turned on. Upon assessment patients o2 saturation was 84%. Patient now on 6l nasal cannula maintaining goal spo2. The oxytote devices require a two-step process to turn on the oxygen delivery: 1) turn on the oxytote, and 2) turn on the oxygen tank. This design poses a risk to our patients. Despite education, this results in half of the oxygen failures have been due to user error. Manufacturer response for oxytote, oxytote (per site reporter).